Event description:
A report was received that the patient began experiencing lumbosciatica. The patient was treated with medication and the event has not been resolved. The physician assessed the event as not related to the procedure and device stimulation, but related to the study device system or hardware. Further information could not be obtained from the study site.